Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 160-165 ohms. The graph of high voltage impedance measurements indicates that the impedance has increased gradually, around 20 ohms over the past 12 months. It was also noted that the pacing impedance had increased by around 200 ohms in the same period; however, it remains in the normal range at around 750 ohms. Additionally, the rv lead pacing threshold appears to have been chronically raised and is around 2.4v @ 0.4ms. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field representative indicating that no further action has been taken. It was also noted that the latest latitude (remote monitoring) transmission indicates that the shock impedances remain steady at 167 ohms. This device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 160-165 ohms. The graph of high voltage impedance measurements indicates that the impedance has increased gradually, around 20 ohms over the past 12 months. It was also noted that the pacing impedance had increased by around 200 ohms in the same period; however, it remains in the normal range at around 750 ohms. Additionally, the rv lead pacing threshold appears to have been chronically raised and is around 2.4v @ 0.4ms. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high pacing impedance measurements of 1,050 ohms and ongoing high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy, which, resulted in the associated implantable cardioverter defibrillator (ICD) recording a shock lead open message. Technical services (ts) discussed the potential that not all of the programmed 41 joule energy was delivered as review of stored device data noted that anti-tachycardia pacing (atp) delivery during the stored therapy episode was ineffective at slowing the patient's rate and the delivered shock therapy only somewhat slowed the rate. Ts recommended lead replacement. A lead revision procedure was scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 160-165 ohms. The graph of high voltage impedance measurements indicates that the impedance has increased gradually, around 20 ohms over the past 12 months. It was also noted that the pacing impedance had increased by around 200 ohms in the same period; however, it remains in the normal range at around 750 ohms. Additionally, the rv lead pacing threshold appears to have been chronically raised and is around 2.4v @ 0.4ms. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high pacing impedance measurements of 1,050 ohms and ongoing high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy, which, resulted in the associated implantable cardioverter defibrillator (ICD) recording a shock lead open message. Technical services (ts) discussed the potential that not all of the programmed 41 joule energy was delivered as review of stored device data noted that anti-tachycardia pacing (atp) delivery during the stored therapy episode was ineffective at slowing the patient's rate and the delivered shock therapy only somewhat slowed the rate. Ts recommended lead replacement. A lead revision procedure was scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 160-165 ohms. The graph of high voltage impedance measurements indicates that the impedance has increased gradually, around 20 ohms over the past 12 months. It was also noted that the pacing impedance had increased by around 200 ohms in the same period; however, it remains in the normal range at around 750 ohms. Additionally, the rv lead pacing threshold appears to have been chronically raised and is around 2.4v @ 0.4ms. This lead currently remains implanted and in service. No adverse patient effects were reported.